Event description:
Patient reported "rupture for an unknown side". Patient later reported left side "pain". Physician reported a "capsular contracture" [baker grade unknown], a "small amount of pericapsular liquid", and there was no rupture confirmed via MRI. The device has been replaced.

Manufacturer narrative:
Information contained in this report was previously submitted through asr/psr on (B)(6) 2018 and (B)(6) 2018. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "rupture for an unknown side". Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Seroma-late: unable to confirm as it is a medical event not related to the device. Additional observations: crease flat observed.